Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an endovascular therapy (evt) interventional procedure. Reportedly, after deployment, the needle plunger was removed, the lever was closed, and an attempt was made to remove the proglide device from the patient anatomy; however, remarkable resistance was noted. The physician thought the foot had not retracted. The proglide device was advanced to prevent the foot from catching the vessel wall and the lever was re-opened and then closed tightly. When another attempt was made to remove the proglide device, there was still remarkable resistance noted and the proglide device had to be removed by force. Once removed, it was noted that the foot was not retracted and the foot was distorted and protruded in the "anterior direction"; however, the foot was not separated. There was likely vessel damage as there was more bleeding than usual. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report the returned device analysis found a foot break and the foot was not returned. Further reported information received stated that it was not known when the foot separation had occurred and the foot may possibly remain in the patient anatomy. It was also reported that the access site was mildly calcified. No additional information was provided.

Manufacturer narrative:
Device codes: (B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported distorted/protruding foot and foot detachment were confirmed. The foot retraction issue and device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the distorted/protruding foot and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.